Event description:
On (B)(6), the patient was treated with a pacemaker implant surgery. The intraoperative testing of the atrial lead parameters were normal. However, on the second day, it was found that atrial lead was undersensing. Atrial output was adjusted to 4.0v@0.75ms, but still could not be stably captured. X-ray examination did not reveal a dislocated ra status. On (B)(6), the atrial lead was replaced by a new one. And all intraoperative and postoperative testing were normal.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.